Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the facility continues to experience problems with channel disconnect errors "due to a variety of device factors including poor user compliance" with device cleaning procedures and ongoing durable parts replacement i.e., iui connectors, pump door latches, and module interconnect latches. The customer's report represents a general feedback and that there was no reported patient involvement.